Event description:
Complainant alleged that during a routine presventative maintenance check, the device displayed meassage code "open air disch". The complainant indicated that there was no patient involvement in the reported failure.